Event description:
It was reported that during an unrelated lead revision procedure, the new atrial lead could not be secured within the header port of the pulse generator. When tightened, the atrial setscrew would spin freely. The device was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis of the pulse generator found medical adhesive within the atrial setscrew inset. This confirms the report from the field of being unable to fully insert a torque wrench.